Event description:
This is report 3 of 3 it was reported that a patient experienced peritonitis coincident with unknown dianeal therapy. It is unknown if the patient required hospitalization. The cause, treatment and outcome of the report are unknown. No additional information is available.

Manufacturer narrative:
(B)(6). A batch review was conducted for potentially associated lot number gd895789. There were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as cmplnt- (B)(4) and cmplnt- (B)(4).